Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that machine is not working with battery power. There was no report of patient involvement.